Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient has been revised due to necrosis, gray stained tissues significant with metallosis, erosion around the proximal portion of the femoral stem, large amount of corrosion at the femoral neck, and a pocket of the stem showed large amounts of corrosion.